Event description:
It was reported that the patient was experiencing stimulation in the stomach due to ipg migration. The patient underwent a revision procedure wherein the ipg was sutured to keep it from flipping in the pocket. The patient was doing well post operatively and reprogrammed. Nothing was explanted.